Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kink/shaft separation was confirmed. Resistance during advancement/withdrawal could not be replicated due to the condition of the device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. It appears that the use of force contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, narrow, distal left anterior descending artery that was 90% stenosed. The 2.75x18 mm xience v was unable to cross to the lesion due to the stent delivery system (sds) becoming jammed in the 6f guiding catheter and could not be advanced or withdrawn. After several attempts, force was applied which resulted in the proximal shaft kinking; however, the sds would still not advance or withdraw. More force was applied to the sds; however, this resulted in a shaft separation. The separated piece was inside the anatomy and was retrieved using a capture device. A non-abbott sds was used to complete the procedure successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.